Event description:
It was reported that the patient had to seek medical assistance with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >250 mg/dl while wearing the pod for an unknown amount of time. No information was provided about how they were treated for the issue and the duration of the medical event. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.